Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially inside devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst-case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the investigation results of the sample.

Event description:
It was reported by a distributor that particulate matter was found in the inner pouch. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample was available for evaluation. The sample was forwarded to round lake for spectroscopy and imaging analysis. Unit one had two colorless, irregularly shaped particles (approx. 0.6mm and 0.3mm in size) found in the inner pouch and identified to be silicone rubber. Unit two had a single blue fiber (approx. 0.8mm) found in the inner pouch and identified to be cotton. Unit three had a single blue fiber (approx. 1.2mm in length) found in the inner pouch and identified as cotton. Unit four had a single red, elongated particle (approx. 0.5mm in size) found in the inner pouch and identified to be a paper fragment. The complaint was confirmed. Batch record review was performed and the products were inspected for foreign material at three points during manufacture. All released product met specifications and no manufacturing defect was found. No trend was identified however (B)(4) was opened to investigate the issue. Per (B)(4), source of particulate matter cannot be determined at this time. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.